Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05788 and medwatch 2210968-2012-05790. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. The uterus was calcified and fibrotic. During the procedure, the blade on handpiece stopped turning. Another like device was used. About 20-30 minutes later the first handpiece was connected again and it worked for a short period of time before it stopped working again. The surgeon did some morcellating manually but it did not result in any adverse patient consequences.